Event description:
A zoll account coordinator called zoll customer support to report that a (B)(6) male patient was having equipment issues. Customer support called the pt, who reported that there were wires exposed on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (wires exposed) was confirmed. Upon investigation the distribution node (dn) to ECG "c&d" cable was severed from the dn. The root cause of the severed cable could not be positively determined but was likely physical abuse. No adverse event resulted from the severed cable. The pt received a replacement electrode belt.